Manufacturer narrative:
(B)(4). Batch # l54y2g. Attempts are being to obtain additional information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. On which firing did this occur? When the ¿stapler locked,¿ does that mean it would not fire? When the ¿stapler locked,¿ does that mean that it was locked on patient tissue? If the device was locked on patient tissue, how was it removed? Please explain. The analysis found that one ntlc75 device was returned in good visual condition and with a cartridge reload present. The cartridge reload was received with the swing tab locked out. This condition is consistent with an improper loading technique. The cartridge reload swing tab was reset in order to fire the cartridge. The device was tested for functionality with the returned cartridge reload and fired without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper shape. Reference ¿instructions for use¿ for complete loading instructions. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported by the affiliate that during a gastroplasty procedure, the doctor claims that the stapler locked. Another like device was used to complete the procedure. There were no adverse consequences for the patient.